Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v272082, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
A patient's friend or family member reported that the patient's device was taken out six weeks after implant because of infection. The patient's body rejected the implant so it had to be removed. The area of infection was around the implantable neurostimulator (ins).